Event description:
Biopsy proven nfd/nfs. Unknown date of biopsy given gadolinium: 2003, 20cc omniscan. The following day, 30cc omniscan developed leg pain and rash in approx three months later, prior to development of end stage renal disease.